Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the grippe line break during preparation. It was reported that during preparation and functional testing of the clip delivery system (cds), the gripper line was noted to be broken. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported gripper line break was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper line break could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.